Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated, "under my breast, it feels like something is moving and it hurts. My shoulder and arm hurt a lot like I am having a stroke. I don't think it is pumping right and it doesn't let me sleep during the day or night because the pain is going up my neck." The device remains in use. No further patient complications have been reported as a result of this event.